Event description:
It was reported by service report that the brakes were not holding well. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: service tech tried replacing brake plate kits, but the brakes were still not holding to specification. New bed base assembly has been ordered to repair bed.